Event description:
Received an electronic report of a peritoneal dialysis patient event that occurred on 03/11/2006. It was learned that this patient was not able to connect to the first connector on the pd tubing set. The patient was able to connect at the second connector. There has been no signs or symptoms of infection realted to this event. The patient continues his current prescribed dialysis therapy as ordered. The paitent threw the tubing away and there will be no sample available for an evaluation.